Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the maryland bipolar forceps instrument was observed to have a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the inventory control specialist reported that they could not provide information as it was not captured at the time of the break.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint of ¿broken wire in instrument¿. For clarification, the maryland bipolar forceps instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. The root cause of this failure is attributed to a component failure. The instrument had 10 uses remaining. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. An instrument log review was conducted, which resulted in the following findings: the logs showed that the maryland bipolar forceps instrument part# 471172-16 lot# n10200604-0189 was attempted to be used on (B)(6) 2021 during a cholecystectomy procedure with system (B)(4). The instrument was used 0 times during the procedure. The instrument had 10 uses remaining. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage with an exposed inner conductor wire, and no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.